Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that catheter entrapment occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. However, during introduction the balloon stuck on the guidewire and damaged it. The procedure was completed with another emerge balloon catheter. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that catheter entrapment occurred. A 2.00mm x 12mm emerge balloon catheter was selected for use. However, during introduction the balloon stuck on the guidewire and damaged it. The procedure was completed with another emerge balloon catheter. No patient complications were reported. Returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is still tightly folded. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. A .014" test guide wire was advanced into the guide wire lumen and was able to pass through the entire guidewire lumen. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported balloon stuck on the guidewire.